Event description:
It was reported that, during use at the user facility, the device was set on patient's leg, unintentionally activated, causing a burn. It was further reported that the burn required repair and dressing, which was required to stay on for 5 days. It was further reported that the user did not use a holster while the pencil was not in use. It was further reported that the procedure was completed successfully, without significant delay.

Manufacturer narrative:
Correction: d9: the device will not be returned.